Event description:
It was reported that in preparation for an unspecified procedure, an inflation device extension tube exhibited a hole. Upon opening the sterile package, it was discovered that an encore 26 inflation device extension tube had a hole in it. The product was not used in the procedure. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is not reported.

Event description:
It was reported that in preparation for an unspecified procedure, an inflation device extension tube exhibited a hole. Upon opening the sterile package, it was discovered that an encore 26 inflation device extention tube had a hole in it. The product was not used in the procedure. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is not reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: the unit components were visually examined for any damage or defects, and it was confirmed that there was a cut in a section of the flexi line tube of the encore device. The manufacturing batch record review confirmed that this device met all material, assembly and performance specifications. The most probable root cause is determined to be manufacturing related, as the cut in the flexi line is consistent with the tube getting cut by the form fill seal machine (ffs). (B)(4).